Event description:
The shaft of the cryoablation probe should be insulated to prevent ice along the shaft of the needle that could cause the patient harm. In fact we have had 3 probes that have done this now, 2 of which caused a thermal injury to the skin with skin breakdown that was treated with silvadene cream and healed. Manufacturer response for cryo probe, endocare tm 1.7mm round ice per cryo probe (per site reporter): replacing at no charge, following up on their end with an investigation of the product.